Event description:
Upon removal, the foley became stuck in the patient's penis. Upon extraction, the nurse deflated the balloon and pulled the catheter 90% of the way out before meeting resistance at the end. Half of the balloon was visible and noted to be deflated. The attending physician removed the catheter with no noted harm. Patient did have complaint of pain. The catheter appeared to be folded over on itself.